Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The crimp was returned with the instrument. Based on the information provided, this event is being reported due to the following conclusion: if a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. There was no report of any patient harm, adverse outcome, or injury. However, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable on a tenaculum forceps instrument snapped. A piece of broken wire flipped inside the patient and was retrieved in the same procedure. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the original reporter who provided the following additional information: the staff used a microfrance grasper to retrieve the broken piece. The broken piece was returned in the box with the tenaculum forceps. The staff used another tenaculum forceps instrument to finish the case. There have been no reports of any patient injury post-surgical procedure.